Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 176 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. No compromised force sensor system alarm noted. Basic occlusion, occlusion, and excessive no delivery tests were not performed due to prime alarm. The device had minor scratched display window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.